Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync log showed no variation in change tracking version, indicating a persistent issue with the retry mode. A technical service specialist continued troubleshooting until the data sync log showed successful upload of changes to resolve the issue. The system functioned as intended after the technical service specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was in an "upload stopped" state and needed the queue cleared. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.